Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor displayed service code 102 (charge profile fault)and code 203 (pulse test fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.

Manufacturer narrative:
Follow-up report - device evaluation (10/24/2018): device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault) and service code 203 (pulse test fault). The cause for the service codes was isolated to a shorted q10 triac. The root cause for shorted triac was unable to be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor displayed service code 102 (charge profile fault) and code 203 (pulse test fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.